Manufacturer narrative:
The patient experienced an adverse event with the same device model number on 3 additional dates. The event on (B)(6) 2021 is documented in MFR report # 3003464075-2021-00045. The event on (B)(6) 2021 is documented in MFR report # 3003464075-2021-00046. The event on (B)(6) 2021 is documented in MFR report # 3003464075-2021-00048. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 22 sep 2021 from the home therapy nurse (htn) of a (B)(6) female patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient experienced ¿a dialyzer reaction¿ (nos) during a hemodialysis treatment on (B)(6) 2021. Additional information was received on 22 sep 2021 from the htn stating that the patient experienced shortness of breath (sob) with chest ''heaviness'' immediately after starting therapy. Oxygen was applied and diphenhydramine 25mg intravenous (IV) was administered 50 minutes prior to treatment termination. The patient also experienced decreased blood pressure (93/45 mmhg) approximately 30 minutes prior to treatment termination on (B)(6)2021.